Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump generated repeated alert 38 motor stall messages consistent with a failure to infuse, associated with the motor component; the user restarted the device and completed a full supply change, after which the pump operated as expected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included a delay to therapy until the supply change and restart were completed. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem was identified and the device behavior was consistent with an infusion failure linked to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.